Event description:
It was reported that pump screen remained dark and would not turn on despite attempts to power and charge pump. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.